Event description:
A report was received that the patient was experiencing discomfort due to the position on the ipg. The patient underwent a revision procedure wherein the ipg was moved and extensions were added. The patient was doing well postoperatively.